Event description:
A surgeon reported that during surgery with two patients, the system could not provide enough fluid during the irrigation-aspiration phase. The space is the anterior chamber was not maintained and the corneal endothelium was damaged. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).